Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2026 to ensure that the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's expected blood glucose test result range was not provided. Customer has dry mouth but declined the need for any medical intervention at this time. Customer advised that she has not taken her oral medications or her insulin all day. During the call, a blood test was performed by the customer and produced test results of hi using true metrix go meter. Customer advised that she is not concerned with the hi as she has not taken any meds today. The test strip lot manufacturer¿s expiration date is 07/31/2027; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.